Event description:
A 67-year-old male in severe cardiogenic shock (acute on chronic hf, scai d) was supported with an impella 5.5. During routine assessment, a compromised sterile sleeve was noted. Bedside echocardiography confirmed appropriate catheter position, and no repositioning was required. A new occlusive dressing was applied and staff were reinforced on maintaining dressing integrity. Later, the patient became acutely agitated and pulled at the impella catheter. The ICU team reported the catheter may have been dislodged due to patient movement. The patient subsequently deteriorated, developed cardiac arrest, and resuscitation efforts were unsuccessful and the patient expired. During impella 5.5 support, the anti-contamination sleeve on the catheter was torn. An occlusive dressing was wrapped over the tear to prevent contamination. The pump supported the patient until the patient tore the catheter while confused and agitated the next day, causing a pump stop. These are considered reportable events per sop-ra4-f002.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6 medical device problem codes added.

Manufacturer narrative:
Section d4 serial number was corrected. Cardiac arrest: the cause of the injury was unable to be determined due to insufficient clinical details. Pump stop: no logs are available. The cause of the pump stop was most likely use issue related due to patient movement since the patient agitated and pulled the pump causing the pump stop. Pd-anti-contamination sleeve-(separation, torn): the cause of the product damage cannot be determined since no product was returned and insufficient clinical details were provided. Pd-catheter-(separation, break): the cause of the product damage was most likely use issue related due to patient movement since the patient agitated tearing the catheter.